Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The hub, inner/outer shaft, and tip were microscopically and visually inspected. Inspection of the device revealed a completed separation of the outer shaft, with the separation located 20.7 cm from the strain relief. The inner shaft was also damaged (stretched) for approximately 23 cm in between the outer shaft separation. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Based on device analysis completed on 24 jul 2019. It was reported that a separation of the outer shaft occured. A renegade hi-flo was selected for use. During preparation, it was noticed that the catheter had a kink. The device was never used for the patient. The procedure was completed with a different device. No complications reported. However, device analysis revealed a completed separation of the outer shaft, with the separation located 20.7 cm from the strain relief.